Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient didn't believe that their ins was working. The patient reported that they don't get any relief at all from the implant. The patient reported that they have made adjustments to the stimulation, when asked what adjustments the patient stated that they tried wearing the belt more. The patient also stated that the trial was better than the implanted system. The patient also reported that they cannot charge their implant and the patient is unsure what the issue is. The patient reported that they charge the implant but it will only work for a few days and they will need to charge again. The patient reported that when they charge it will make them a "little sore on their body where the implant is." The patient reported that they hadn't charged since may. The patient said the device would not charge and it wouldn't show on the recharger that it was charging. The patient told their healthcare provider (hcp) and they said it wasn't working, and to call patient services. The patient was forwarded to their hcp to address the possible overdischarge. No further complications were reported or anticipated. Additional information was received from an MRI technician on (B)(6) 2017. The MRI technician stated that the patient said their implantable neurostimulator (ins) does not work. The MRI technician had no further information. Additional information was received from a manufacturer representative (rep) via a patient on (B)(6) 2017. The rep stated that the patient was scheduled for an MRI so they met with them to place the stimulator into MRI mode. The rep was unable to interrogate because the stimulator was discharged. The patient claimed that they were never given a programmer or charger but the rep found both in their bag. The patient then claimed to have never been instructed or has never used either. The rep explained how to charge. The rep stated that the issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.